Event description:
A nurse contacted (B)(4) regarding assistance with arranging a swap of the homechoice (hc). The nurse explained that the hc did not alarm to alert the patient to the possibility of air entering into the disposable set. The nurse explained that the patient was able to complete therapy the next night with no issues. (B)(4) agreed with the nurse that the hc should have alarmed to alert the patient of possibility of air entering into the disposable set. The nurse stated she was treating the patient with antibiotics as a precaution since they reported the leak. (B)(4) then contacted the patient to arrange a swap of the hc and advised that the patient could call for programming assistance. Baxter (B)(4) contacted the patient, who confirmed they were treated with antibiotics, but were otherwise fine.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The reported difficulty of the cycler not alarming to alert the user to the possibility of air entering the disposable set was neither confirmed in the device logs nor duplicated during evaluation. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The device functioned normally during pal testing. The assignable cause of the reported difficulty was undetermined. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.